Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) advised chair was in storage and went took out to use noticed front right bolt is missing from the caster.